Event description:
Procedure type: end-end anastomosis-lge bowel. According to the reporter: perioperative were the clamp row and anastomosis found totally leakproof. Later after the surgery during a coloscopy, they noticed that the complete colon ascendens was filled with blood. The post-op leak was resolved with a reoperation, and the postoperative blood loss was most likely under 250 ml. They used a clip to stop the bleeding. Patient was not harmed. Instrument was disposed by the user. Physician cannot remember more details because this event occurred about 1 or 1.5 years ago.

Manufacturer narrative:
(B)(4).